Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was also received with normal operating currents. The insulin pump was monitored for several days and no battery out limit or failed battery test alarms occurred during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the customer's insulin pump were scrolling, so she reinstalled the battery and received a battery out limit alarm. The customer also may have received button error alarm. Customer's blood glucose was 136 mg/dl. The insulin pump was very close to customer's body while she was gardening. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.